Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 needle 25g 1in experienced clogged/blocked needles. The following information was provided by the initial reporter: dr. Told me that bd needle 25g cat.no 301807 is blocked while giving the vaccine.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. However, based off a prior similar complaint, a possible cause could have been a manufacturing system that checks for clogged needles, that was operating with a worn out part. Maintenance on said manufacturing system has been performed. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 100 needle 25g 1in experienced clogged/blocked needles. The following information was provided by the initial reporter: dr. Told me that bd needle 25g cat.no 301807 is blocked while giving the vaccine.